Manufacturer narrative:
No conclusions can be made at this time. Events of this nature typically occur if excessive force is applied to the device during final tightening. Also if the nut was cross-threaded onto the screw, it can result in flange breakage.

Event description:
Reporter reported that the surgeon when tightening the moss miami screw after fixing, the screw head broke. Surgery time was extended by 50 minutes as a result of this situation. There was no patient injury reported as a result of this situation.